Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient fell when her dog pulled her down over a year prior to report and had a torn peroneal tendon in her right ankle. It was noted patient¿s reflex sympathetic dystrophy had spread to her left foot and noted rsd was reason for spinal cord stimulation (scs) implant. It was stated patient met with a manufacturing representative in (B)(6) 2013 and discovered ¿one of the paddles was not functioning.¿ it was further reported the patient was not sure if patient¿s fall ¿jarred it¿ or whatever.¿ it was further stated the manufacturing representative reprogrammed the device and was able to get stimulation to cover pain in other areas for the first time up the neck to the base of the skull and down the leg.